Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump keypad anomaly and display was dim even when battery was not low making it harder to read display. The insulin pump had given random insulin blocked alarms, the arrow buttons sometimes had to press a couple of time to work. The insulin pump sometimes made grinding noise when rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.